Event description:
It was reported that there was a lead warning on the ventricular lead noting that the diagnostics for the lead being out of range was not fully represented by the data measurements. It was also reported that the ventricular lead had high impedance and oversensing which was also noted at the last programmer check. It was also reported that there was dual electrograms found on the remote pacemaker transmission. The ventricular lead and the device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.